Manufacturer narrative:
H3: evaluation summary - evidence suggests malplacement of the tibio-femoral contact points posteriorly. This resulted in metal-on-metal contact between the femoral and tibial. Metal debris was generated and then served as third body wear particles between the femoral component and articular surface.

Event description:
At the time of replacement surgery, the tibial articulating surface showed loss of polyethylene at the posterior third.